Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was first inflated at 6atm for 10 seconds. However, it ruptured in a pinhole form at the proximal part during second inflation for 5 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 inital reporter address 1: (B)(6).